Manufacturer narrative:
(B)(4).

Event description:
A patient was treated with therapeutic plasma exchange (tpe) with a prismaflex tpe 2000 set. Reportedly, in mid session, blood was visible in the effluent bag. The treatment was terminated and the blood was returned to the patient. Analysis of downloaded treatment data revealed that the tpe treatment was terminated after 2.5 hours of treatment following a warning alarm related to excessive transmembrane access pressure (tmpa). This alarm is generated when the transmembrane access pressure exceeds the safety limit. A new treatment was initiated 43 minutes later, and therapy was successfully completed. The patient received 500ml 4% albumin and 2 bags of frozen fresh plasma. There was no patient injury or medical intervention associated with this event. No additional information is available.